Manufacturer narrative:
The insulin pump passed functional testing. No motor error alarm during testing. The motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarm while filling her cannula customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the alarm. She also stated she was able to complete the rewind sequence. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.